Event description:
A medtronic representative reported a solera driver insertion screw attached to the tracker that was not flush. This issue allowed "some play" on the device that led to the projection being "off." The surgeon opted to continue the use of the navigation system to complete the surgery.

Manufacturer narrative:
Pt information was not available at the time of this report. The device manufacture date was not available as no lot number was provided. The device has not been returned to the manufacturer.